Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clips from the er320 were spitting and scissoring randomly while firing across ancillary vessels. The clips did not sever any vessels and the spitting clips were retrieved. The procedure was completed with an er320 without difficulty. There was no consequence to the pt. The sales rep is returning one sterile er220 of the same lot number.